Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single device that was forced into the original packaging (which is not designed to fit the device after it had been assembled). A visual examination of the device revealed that the device was in position one (the safe or disengaged position). No blood or other indications of the device being in the patient's anatomy could be observed. Examining the device closely the catheter was found to have been broken off from the cartridge. The catheter was carefully removed, and the wire was found to have broken and is missing. The location of the wire break was examined under magnification and was found to have a rough break site. The rough break appears to indicate that the wire broke under strain and matches the customer's report that the wire broke in the patient's anatomy, as difficult anatomy may cause strain or stress to be placed on the device. Therefore the complaint has been confirmed. The packaging was carefully examined and again the portion of the wire that had broken off could not be found. The root cause has been attributed to a material failure of the wire. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that the guidewire broke inside the patient. No further information was provided. There was no reported patient harm or injury.